Manufacturer narrative:
Additional information was requested regarding device details; however, could not be made available as of the date of this report. Should more information be provided, a supplementary report shall be submitted. This report is submitted on april 10, 2018, (B)(4).

Event description:
It was reported that the patient experienced skin overgrowth at the abutment site. Subsequently, the abutment was changed under a general anaesthetic.

Manufacturer narrative:
Per the clinic there was no connect to attract conversion as previously reported. A new system was placed.

Manufacturer narrative:
Per the clinic, during the revision surgery performed on (B)(6) 2018, the patient had an internal magnet placed on the fixture, converting them to a subcutaneous implant system.